Manufacturer narrative:
A ge service rep performed an on site investigation. The connectors on ps2 were evaluated, cleaned and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system displayed a generator error message. The system automatically shuts down when this occurs. There is no report of injury or death associated with the event described in this complaint.